Event description:
The customer reported the sys displayed, "ad channel 8 failed" at boot up. This error will likely prevent the system from booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The sys was repaired during the svc call. The system was tested and found to be working as intended and put back into svc.